Event description:
It was reported that the customer had a sensor error and calibration error. The customer's blood glucose level was 176 mg/dl. The customer was advised to remove sensor and check for bending. The customer stated that the sensor cannula is bent. The customer was advised that we will replaced sensor for courtesy. No further assistance is needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.